Event description:
The evercross balloon was opened for the procedure. The scrub tech tried to flush the balloon with saline at the hub and had a bit of resistance. The attending physician and the scrub tech inspected the balloon and observed the balloon was kinked inside the plastic ring the sheaths and protects the balloon. The evercross balloon was removed from the sterile field and replaced with a new one. Evercross balloon 12mm x 60 mm 135cm, lot# b422421, ref (B)(4), exp: 2025-07-27.